Event description:
Report submitted for tracking purposes only-do not have lot, serial or model numbers. Nyicu (nursery intensive care unit) rn noted that dopamine in 3ml (bd) syringe connected to buff cap was leaking at connection site. No harm to infant.